Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's stimulation is too strong for the patient and she feels like she is getting electrocuted since (B)(6) 2018. The patient told her doctor and the doctor told the patient to contact the manufacturer to contact a manufacturing representative (rep). The patient has an appointment on 2018-mar-22 @ 10:30am. Troubleshooting could not be done due to lack of access to product. No further complications were reported. No additional patient symptoms were reported.